Event description:
Reporter alleged discrepant results between a valid lab result and the blood glucose monitoring device. Reporter stated device was 74 mg/dl and lab measured 43 mg/dl. Reporter indicated the patient was treated with d-50 based on the 74 mg/dl result. Reporter stated controls were used and were within an acceptable range, however did not provide values.